Event description:
It was reported an alarm was sounding but it was not a beep and the patient was wondering if there were any other alarms. The patient also indicated that they were not getting pain relief. The patient was due to have surgery for catheter replacement on the (B)(6). Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).